Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 96 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening, ambulation difficulties, discomfort, failure of implant, joint effusion, osteolysis, and pain. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available."

Event description:
*Additional information received from legal on 21-jul-2023* implantation product (left): ¿ optetrak logic tibial insert (02-012-35-3509, (B)(6)) ¿ optetrak logic femoral component posterior stabilized (02-010-01-0235, (B)(6)) ¿ optetrak logic fit tibial tray (02-012-45-3535, (B)(6)) ¿ optetrak 3 peg patella (200-02-32, (B)(6)) date of surgery: (B)(6) 2014 surgeon: (B)(6) md place: (B)(6) specifics: ¿ bilateral degenerative joint disease ¿ bilateral tka revision product: ¿ zimmer femoral and tibial components date of surgery: (B)(6) 2022 surgeon: (B)(6) md place: (B)(6) specifics: ¿ revision left tkr ¿ extensive poly wear with loosening of hardware ¿ significant amount of polyethylene debris and pale tannish brown tissue loosely floating in knee. Femoral component grossly loose. Significant amount of fibrin in femur. Debris found under medial tibial base plate *original description summary* legal case - lk it was reported via a legal notification that a male patient, initial bilateral knee implanted on (B)(6) 2014, who was implanted with optetrak devices, including optetrak logic tibial inserts, size 3.5, 9 mm made of polyethylene, underwent a left knee revision procedure on (B)(6) 2022, approximately 7 years 11 months post the initial implant procedure upon information and belief, the loose components and osteolysis in plaintiff¿s left knee was due to premature polyethylene wear of the tibial insert. Despite undergoing revision surgery, plaintiff experiences daily pain and discomfort in his left knee which limits his activities of daily living and impacts his quality of life. *note: left or right knee serial number is not indicated in legal document.

Manufacturer narrative:
D10: concomitants: 02-012-35-3509 - logic tibia ps mod insrt sz 3.5 9mm (B)(6), 2820567 02-010-01-0335 - logic femoral ps cem right sz 3.5 2945721 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t (B)(6) 1500-s - cemex system 80g aa7196 200-02-32 - three peg patella 32mm (B)(6) 201-78-89 - 3" drill bit, mod. Hex 2 pack (B)(6) 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19 (B)(6) asa0030 - sterile disposable containers aa7229, aa7857.